Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The patient code appropriate term / code not available captures the reportable event of surgery.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had a pocket hematoma. Hence, a hematoma evacuation procedure was done. The device remains implanted. No additional adverse patient effects were reported.